Event description:
A representative reported an optometrist mentioned that he had "a couple" of patients (see MDR #2020664-2006-00074) who experienced "corneal ulcers or an eye infection" following the use of complete moistureplus and silicone hydrogel contact lenses, such as o2optics. The initial report indicated that the doctor said that the patients "abused" their contact lenses by not disposing of them frequently enough. Additional information was requested four times and we received no response from the reporter. Lot number not provided; unable to perform product investigation. No further information is available or expected.